Manufacturer narrative:
The unit was returned and evaluated. The unit was started up and tested as found and the following observations were made. The ventilator unit inspiratory pressure was set higher than the inspiratory pressure limit causing the dump valve to activate. The unit was reset to factory default and then set and tested. The fio2 knob was not set right. The baseline balance at .60 fio2 is high. The maximum expiratory pressure is reading low. The mixer fio2 knob is not set right. It should stop at .21 fio2 it is setting lower than the stop limit. The readings from .30 to 1.00 are all out of specification due to the knob being out of position. The supply hose blew of the mixer during testing, all testing stopped due to no pressure was being delivered to the unit. Root cause: the reason for the unit not being able to generate peep may be due to user error. When the setting of the max inhalation pressure is higher than the peak inspiratory press limit and the pressure comes up it activates the dump valve loosing peep. The dump valve will stay open until the high pressure alarm is cleared no peep can be generated during this time. A device history review (DHR) was performed. Millennium ventilator was manufactured on 09/07/2006. There is no indication that there were any relevant discrepancies during manufacturing. A review of the device history record (DHR) found no nonconformance that could cause or contribute to the reported issue. This report is submitted to comply with MDR malfunction notice 76 fr 12473 requiring the reporting of incidents involving a life-supporting and/or life-sustaining device.

Event description:
It was reported that during a routine maintenance the ventilator failed the peep test. Peep pressure does not hold.